Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and exit site drainage. On the same day, the pt was admitted to the hospital for the event, pd therapy was stopped and the catheter was removed. The next day, the pt began treatment with vancomycin (dose varies, route unknown) given every 48 hours and was ongoing. The pt had not been retrained in aseptic technique. At the time of this report, the pt was not recovered and remained hospitalized. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.